Event description:
Same as manufacturer report: 2030404-2011-00269, 2030404-2011-00271, 2030404-2011-00272, 3005188751-2011-00183, 3005188751-2011-00184, 3005188751-2011-00185, 3005188751-2011-00186. It was reported while performing an atrial fibrillation ablation procedure, the pt developed a cardiac tamponade. A brk needle, swartz transseptal introducer and a swartz braided sl1 sheath were used to access the left atrium. A response ep catheter, supreme ep catheter and two inquiry steerable catheters were placed in the heart. Geometry of the left atrial was completed using a therapy cool flex catheter and the ensite classic system. Radiofrequency (rf) ablations were performed near the right superior pulmonary vein with generator setting, 30 watts, 45 degrees celsius, 150 impedance, 240 seconds and the cool point pump set at 17 ml/min. The average power delivered was 15 watts with an approximate temperature of 42 celsius. The flow rate of the cool point pump was increased to 25 ml/min in an attempt to decrease the temperature during rf applications with no decrease noted. The catheter was removed from the pt and the tip was inspected with no visualization of a clot noted. The catheter was reinserted into the left atrial and rf application continued at an increased pump flow rate of 30 ml/min and the previous generator settings. Power delivery at this flow rate reached 30 watts with a temperature of 42 degrees celsius; however, it was felt that these readings were incorrect and the catheter temperature was checked with no delivery of rf and remained elevated at 38 degrees celsius. The catheter cable was replaced with no decrease in temperature noted. The catheter was removed and replaced with a new therapy cool flex catheter. While the second catheter was being inserted into the sheath at the level of the femoral vein, the physician suspected a cardiac tamponade which was confirmed with the use of echocardiography. A pericardiocentesis was performed and the pt stabilized.

Manufacturer narrative:
The device was not returned for analysis. Review of the device history record is not possible as the lot number of the device is unknown. The root cause classification for the reported cardiac tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.